Event description:
The user facility reported a 64-year-old male in post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 device for mechanical circulatory support. However, the impella 5.5 showed a "purge-pressure low¿ alarm, so the staff checked the purge-side arm and noticed a leak. After a short time alarm was resolved, but purge-side arm is still leaking. The impella 5.5 was explanted on (B)(6) 2023.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g.,infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation into the purge leak - pump has been completed since the original report was filed. The device was returned for investigation. It was determined that the root cause of the purge leak is due to a crack in the yellow luer. The leak was able to be reproduced using a syringe.